Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2009: patient was pre-operatively diagnosed with grade 2 spondylolisthesis l5-s1 neuroforaminal stenosis bilateral spondylolysis radiculopathy at l5-s1 degenerative disk disease l5-s1 and underwent following procedures anterior lumbar interbody fusion with complete discectomy reduction of spondylolisthesis placement of carbon fiber cougar cage with bone morphogenic protein anterior instrumentation retention screw. Stage two posterior spinal fusion 6) excision of gill body bilateral neural foraminotomies l5-s1 bilateral pedicle instrumentation l5-s1 posterior spinal fusion with iliac crest bone graft posterior spinal fusion with local bone graft posterior spinal fusion with demineralized bone matrix allograft harvest of iliac crest bone graft from the left ilium through separate fascial incision. Per operative report ¿bone morphogenic protein from small kit was placed in a one half of the couger cage and another half was packed with the putty. This was impacted into place. Anterior instrumentation was added. The patient tolerated this portion of the procedure well.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.